Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: during neonatal ncpap ventilation using a hamilton-c6 ventilator, transient apnea and bradycardia occurred in association with face mask dislocation, caused by natural patient movements and a resulting temporary loss of CPAP pressure. After repositioning the face mask, ventilation parameters stabilized and the patient recovered. The described event, displacement of a non invasive face mask or brief ventilator disconnection, was short in duration, promptly detected, and corrected within standard clinical practice by repositioning the mask. The event did not result in a sustained loss of therapy and is not considered a device malfunction. The reported physiological events are attributable to the infant¿s underlying medical condition and are consistent with the expected clinical course for infants of this gestational age. This interpretation is supported by the clinical assessment: expert opinion on oxygen desaturation and bradycardia events in premature infants < 29 weeks of gestational age and the impact of single technical events during neonatal intensive care. In infants born before 29 weeks¿ gestation, recurrent episodes of apnea, oxygen desaturation and bradycardia are a common and expected consequence of extreme prematurity. These events occur in nearly all infants in this gestational age group. They arise mainly from immature central control of breathing, structurally immature lungs and chest wall, and typical comorbidities of this population such as evolving bronchopulmonary dysplasia, hemodynamic instability and infection. Multiple studies show that the overall burden of oxygen desaturations in the early neonatal period (their frequency, depth and cumulative duration) is associated with later complications including bronchopulmonary dysplasia, severe intraventricular hemorrhage, retinopathy of prematurity and prolonged hospitalization; this relationship persists after adjustment for gestational age and baseline illness severity, underscoring that these events are markers of the underlying disease process. Therefore, these desaturation patterns reflect the overall severity of lung disease and respiratory control immaturity; they are thus better viewed as markers and mediators of the underlying condition rather than discrete preventable ¿events¿ in isolation. In a nicu, preterm infants in incubators (including those covered for light protection) are under continuous, technology based surveillance and structured bedside care aimed at rapid detection and treatment of desaturation and bradycardia. Continuous monitoring especially includes spo2 measurement, ECG measurement and respiratory rate with according alarming. Nursing staff provide continuous visual surveillance of the infant and monitor displays, with patient to nurse ratios adapted to acuity; when an alarm sounds, the nurse promptly checks the monitor waveforms and the infant¿s condition. Against this background of frequent, disease driven events, isolated short lived technical incidents such as transient dislocation of a non invasive interface or brief ventilator disconnection, when detected and corrected within routine monitoring practice, contribute only minimally to the infant¿s cumulative intermittent hypoxia exposure. Given the dominant role of the underlying pathophysiology in determining desaturation and bradycardia burden, such sporadic technical events are not expected to materially influence long term outcomes in this high risk population. Conclusion: the transient apnea and bradycardia observed in this case are consistent with the known clinical condition of extremely premature infants and the expected challenges of non invasive ventilation in this population. The brief face mask dislocation represents a manageable and clinically routine event, promptly corrected without sustained loss of therapy. No device malfunction is identified.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following report based on current complaint information: during neonatal ncpap ventilation using a hamilton-c6 ventilator, transient apnea and bradycardia occurred in association with interface dislocation and a resulting loss of CPAP pressure. After repositioning the interface, ventilation parameters stabilized and the patient recovered. A medical intervention was required. No ongoing harm, additional clinical signs, symptoms, or health consequences were reported. The event is under investigation to determine whether the loss of airway pressure was solely due to interface handling or if a device-related factor involving the hamilton-c6 contributed. The verification of the allegation is still in progress.